Event description:
A complaint was received from a customer that reported that their meter is not working. It was stated that when a blood sugar test is run the meter will display an e8 error instead of a result. In addition, some of the numbers are missing in the display. While on the phone a review of the system was conducted. It was learned that a portion of the "hundreds" unit and most of "tens" unit were missing. A request was made to return the system for evaluation. In the meantime, a replacement unit has been provided.